Event description:
The customer reported the system locked up with a footswitch error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly and adjusted the 5v power supply. The system operates as intended.